Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting an increase in shock impedances on the right ventricular (rv) lead. The shock impedances have risen since october to out of range values that were greater than 130 ohms. This crt-d and rv lead were reprogrammed and remain in service. No adverse patient effects were reported.